Manufacturer narrative:
Ldrf: (B)(6). (B)(4). The returned microknife xl was analyzed, and a visual evaluation noted that the cutting wire was detached and did extend as intended. Additionally, the distal tip was melted and blackened. The reported event was confirmed. The failure found could had been generated by a peak of voltage if exceed the maximum of voltage or if the device was not in constant motion during procedure as per dfu precautions. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire was unable to extend. Additionally, both the plastic tip and the cutting wire of the microknife xl was burned. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: wire detached.